Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 19ga 1-1/2in tw packaging tore and left paper shards in the sterile field. The following information was provided by the initial reporter: "the packaging of sterile cannulas can only be opened in a very inconvenient way. No longer sterile."

Event description:
It was reported that needle 19ga 1-1/2in tw packaging tore and left paper shards in the sterile field. The following information was provided by the initial reporter: "the packaging of sterile cannulas can only be opened in a very inconvenient way -> no longer sterile."

Manufacturer narrative:
H.6. Investigation: bd has been provided with the affected sample for catalog 301500 lot 190617 to investigate for this record. Visual examination of the sample shows a blister already opened and the reported failure mode could not be reproduced. The flap has the correct size and any issue that could affect the properly opening of the blister could not be seen. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect.